Manufacturer narrative:
Permobil representative reports having inspected the chair and the area in which the incident occurred. Received reports were the device is physically operational and no abnormalities or signs of damage were noted. End-user described to rep that he had stood, opened the door and attempted to exit on to the back deck. Rep made note that the door being used had a ramp built on the exit side leading to the deck. End-user informed rep that he had used this ramp before while stood without issue. Rep reports he informed the end-user that permobil does not condone driving down or up any inclines while in the stood position. Rep reinforced the statement in the owners manual, outlining that stand should only be used on a flat/level surface. End-users father informed rep that he has instructed the end-user of this numerous times, but end-user continues to practice this unsafe transition. End-user stated he would refrain from attempting this transition while stood in the future. The DHR was reviewed and this unit was built according to specification.

Event description:
Received report that as end-user attempted to traverse through a doorway while in a stood position, the chair allegedly fell forward, causing the chair and the client to hit the ground. Reports received are client suffered multiple fractures to both feet as a result.